Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
It was reported by the stryker field service technician the brake rings and roller assemblies required replacement.